Manufacturer narrative:
G4:17mar2021. B4:08apr2021. Upon investigation it was determined that this complaint MFR report is a duplicate of an existing complaint, for which MFR report #2031642-2020-04549 was submitted. All information were submitted under the initially reported MFR report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported at turn on unit gives check vent alarm for blower stalled and aux supply failure. The customer contacted product support and reported that they previously replaced the power management (pm) and motor controller (mc) pcba and has now replaced the cpu and needs to reinstall software options. Product support provided option codes for cflex, avaps and ramp and successfully installed. The unit is still giving the check vent alarms when powered on in ventilation mode. Blower not running. The customer is going to install a new pm and mc pcba's at the same time for repair. The customer reported that the unit was not in use on a patient. The issue was discovered in between patient use. No delay was noted and no medical intervention reported. The biomed replaced the motor controller (mc) board to address the reported issue.